Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken after using 35 minutes during procedure. Changed to another one to complete surgery. There was no patient consequence reported.